Event description:
47 year old with recent revision of aicd (hx change in september for "end of life battery"). Resented 6/3/94 with frequent shocks despite sinus rhythym and rate <100. Taken to or 6/4/94 for repair of deruded insulation of rate sensing lead.